Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 25 nov 2020 were reviewed. On (B)(6) 2016, the patient had a left total knee arthroplasty to address left knee osteoarthritis. Depuy components including depuy patella were implanted with competitor cement x2. There were no complications reported. On (B)(6) 2020, the patient had a revision left total arthroplasty with revision of femoral and tibial components to address failed left total knee arthroplasty with loose tibial component. During the procedure the surgeon observed osteolysis around the femoral components. The femoral component was not grossly loose, but was removed. There was bone loss about the medial aspect of the tibial component. There was no loosening interface provided for the loose tibial tray. The patella was noted to be well-fixed and tracking well. The patella was not revised. Depuy components were implanted along with competitor cement during this revision. Doi: (B)(6) 2016 dor: (B)(6) 2020 (left knee).